Event description:
It was reported that the implantable cardiac monitor (icm) was "believed to have become completely dislodged." The device was discarded by the patient. No patient complications have been reported as a result of this event.